Event description:
Revision surgery due to patient presented with infection. Surgeon opted to remove poly, wash out, replace with new numeral cup. Leaving in remaining components from initial surgery.

Manufacturer narrative:
The agent reported patient presented with infection. Surgeon opted to remove poly, wash out, replace with new numeral cup. Leaving in remaining components from initial surgery. Complaint has been evaluated and is similar to report number 1644408-2023-00934; 509-02-432, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.